Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. We were unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received button error alarm. The customer's blood glucose was 68 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer was unable to troubleshoot for due to button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.